Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd). The cause of the peritonitis was unknown, further described as ¿the patient left the window open during pd therapy¿, however, this was not medically confirmed as the cause. On the same day as onset, the patient was hospitalized for the event. On an unreported date, the patient began treatment for the peritonitis with vancomycin, intraperitoneally (dose and frequency not reported) and at the time of this report, treatment with vancomycin was ongoing. Four days after being admitted, the patient was discharged from the hospital. At the time of this report, the patient was recovering from the peritonitis and dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.